Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump does not alarm when insulin or battery was low. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery compartment was cracked and had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate alarm anomalies noted. Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.